Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. During the procedure, the right ventricular (rv) lead had removal difficulties and the lead was surgically abandoned. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.